Manufacturer narrative:
The complaint of a catheter break was confirmed, and the cause appears to be use related. The product returned for eval was a 5fr t/l powerpicc solo catheter (in two segments). A tan/clear sticky residue was seen on the extension legs and molded joint. The two segments had been separated at the 33cm depth marking. The fracture surfaces of the two segments were a match (sequential depth markings, same lumen configuration, and matching fracture pattern). The combined length of the catheter shaft was 18.2" (measured from the edge of the molded joint to the end of the detached catheter segment). All three lumens of both segments were patent to infusion. Leakage was observed from one of the small lumens on the detached segment (corresponding to the gray lured lumen) at several sites. Microscopic examination showed that the fracture edge was angled with a chevron notch tipped at the gray lured lumen. The fracture surface was granular in appearance. A total of five holes were observed in the catheter shaft of the detached segment: two of 34cm depth marking, two at 36cm depth marking, and one between 36cm and 37cm depth markings. All holes were positioned along the gray lured lumen and were of similar size. The holes each had a length between 0.021" to 0.023". It is likely that the catheter detachment was related to the damage along the gray lured lumen, and this damage is of the approximate size of the 0.021" hydrophilic stylet. The complaint will be confirmed as a stylet-induced fracture. The IFU was found to contain adequate and instructions regarding the use of the hydrophilic stylet. A lot history review (lhr) of rewk1773 showed no other similar product complaint(s) from this lot number.

Event description:
Possible catheter break. When removed from pt, the catheter appeared shorter than what was charted when implanted.